Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported via social media that their was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. There were no patient complications and the device was implanted successfully. It was reported via social media that "this one has a clot on the atrial side." It is unknown how long after the procedure the clot was noticed.